Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The customer reported the cassette leaked before surgery. The turbid returned sample was visually inspected and surgical residue, was observed in the fluid flow path and within the chambers of the cassette and drain port indicating use of the device. The customer reported leakage before surgery but the condition of the sample suggest the device was reused in returned condition. It should be noted that the cassette is a single use device. The operator¿s manual, provided to the customer upon installation of the system, states in the ¿cautions and warnings¿ section: the directions for use (dfu) states manufacturer assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. Potential risk from reuse of the device can result in reduced fluidics performance. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated console representing a current software version was then used to functionally test the sample. The sample could prime, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint is related to reuse of the device indicated by surgical residue found during the inspection. The sample could prime successfully and no leakage was observed. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked before the procedure. The product was replaced and procedure completed with no patient impact.